Manufacturer narrative:
The customer suspected device was returned for investigation. The customer reported unknown error code was unable to be duplicated. However, according to the evaluation, the customer report of burn smell coming from the device was caused by faulty power supply unit. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus evis exera iii video system center exhibited an unknown error. The event occurred during preparation for use, prior to an unknown procedure. It was reported that during the call to the olympus technical assistance center (tac) the customer reported burning smell coming from the device. Upon inspection and testing of the customer returned device, faulty power supply unit was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.